Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 591 mg/dl; cause was not known. A bolus was delivered via the pump. Pump system check was performed with tandem technical support. No device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.